Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). This device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.